Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 17, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H8 (usage of device). H6 (identification of evaluation codes 10, 3331, 213 ,22). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 22 - known inherent risk of device. The affected sample was inspected upon receipt to show no visual anomalies. The sample was built into a saline circuit and set up on a sarns drive motor. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test, the noise was not able to be replicated; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Noise like the blow of a propeller began to be heard.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was noise like a blow of a propeller heard. As per the subsidiary, the surgery lasted approximately two hours and the noise lasted about 20 minutes and stopped listening by itself without making any changes. The procedure was a three-bridge coronary revascularization. The patient's condition is stable. No known impact or consequences of patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 925 - pump. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 3273 - noise, audible. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.